Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for analysis. The implant and delivery pusher were detached on the returned device. Under visual inspection under a microscope, there were no visible issues with the implant that would cause it to become stuck during advancement. The body coil, overcoil, and hydrogel all appeared to have no issues. The proximal end of the implant coil was stretched which was likely caused by retracting the device out of the catheter, as written in the complaint description. The pusher was also inspected under a microscope and no visible issues were detected. Based on the reported complaint and evaluation of the returned product, the root cause cannot be determined. Although the proximal end of the coil was stretched and damaged, no visible issues could be detected on the returned implant or delivery pusher which could cause the device to become stuck inside of the 2.7f microcatheter.

Event description:
It was reported that the coil got stuck in the microcatheter during advancement of an embolization coil to the intended area. The coil was then "pushed hard" to advance the coil; however, resistance was encountered. During retraction of the coil, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed in their entirety with the microcatheter. There was no reported patient injury.